Event description:
It was reported that the left ventricular (lv) lead had dislodged. The dislodgement was in the coronary sinus and therefore could not be extracted. The lead was capped and replaced on (B)(6) 2017. Patient condition was good before, during and after the procedure.